Event description:
It was reported that the patient was not able to get enough pain relief. The patient underwent an explant procedure wherein all device components were removed. The explanted device was disposed at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 5119657/5133157.